Event description:
A revision surgery due to infection was reported. During investigation of the infection, the surgeon discovered erosion in the patient's ear canal. No additional information, operative reports or pathology reports have been received at this time.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of three for the same event, see also 1032347-2015-00280 and 1032347-2015-00282.